Event description:
Related manufacturer reference numbers: 2017865-2023-17981. It was reported that the patient presented in emergency room due to syncope. Upon interrogation, it was found that the right ventricular (rv) lead and the right atrial (ra) lead exhibited loss of capture. Fluoroscopy was performed and revealed dislodgement of both leads. Both rv and ra leads were explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A full lead was returned in one piece for analysis. Electrical testing, specification measurements, x-ray examination and visual inspection were normal with no anomalies found.